Event description:
It was reported that during preparation for a coronary stent treatment procedure, a stent dislodgement occurred. During preparation, the stylet and balloon protector were removed at the same time from the veriflex 20x4.00mm stent delivery system. It was immediately noticed that the stent was not on the balloon. The stent had come off with the stylet and balloon protector. There were no pt complications as the device never entered the pt. The procedure was completed with another of the same device.

Manufacturer narrative:
(B)(4).